Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: b5: additional information was received from the reporter: was the procedure completed successfully? Yes. If yes, how was the procedure completed? Was finished with velys. Was there any patient consequences ? No. Was there any delay? No. UDI: (B)(4).

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: investigation summary the actual was returned for evaluation. Visual analysis found no significant damage or visual defects with the left-sasi that could have contributed to the reported event. The device exhibits an overall appearance of moderate wear consistent with multiple uses in a clinical setting. Functional assessment found the left-sasi saw clamp lever was free to articulate without the saw wing fixture engaged; only a slight stiffness was noted. However, while conducting functional tests with the fixture attached, the assessment found undesired movement or play between the sasi clamp and sasi itself. Despite the toggle there was no undesired movement or play noted between the saw-sasi clamp mechanism and the saw. The overall complaint was confirmed as the observed condition of the device would contribute to a device issue. The issue related to the undesired movement/play is related to a design issue and has been escalated to a CAPA.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H11 additional narrative: d9, h6: the actual device has been returned and is currently pending evaluation. Once the device has been evaluated, a supplemental medwatch report will be sent accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Review of the photographic evidence shows the overall surface of the reported velys saw interface left (lot. J46976), only the product code and lot number were retrieved. No cosmetic defects were observed. However, in the provided video, an undesired movement or play was observed between the sasi clamp and sasi itself. The overall complaint was confirmed as the observed condition of the velys saw interface leftt would contribute to the complained device issue. The assignable root cause for the movement/play is due to design and has been escalated to a CAPA.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The actual device was not returned for evaluation. However, analysis of the videos and photos provided indicated that there was undesired movement observed between the sasi clamp and the sasi itself. Therefore, the overall complaint was confirmed. The assignable root cause is due to device design and has been escalated to a CAPA. UDI:(B)(4).

Event description:
It was reported that the robotic assisted saw interface device left interface not clamping to the device and causing movement. It was not reported if the device was used in surgery, or if there was patient involvement. It was not reported if there were any delays in the surgical procedure, or if a spare device was available for use. It was not reported if there were any injuries, medical intervention, or prolonged hospitalization. No additional information was provided.